Manufacturer narrative:
(B)(4). Batch # 257a68. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and with 16 unformed staples inside of a plastic bag. Only the anvil half washer was present and there was no staples present. When the battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, attempting to fire the device without anvil placed and out of range, the device could not be activated. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: a case of total gastrectomy. Even though I didn't press the fire button, the fire started to move without permission. The fire is activated when the trocar (sword tip) is out. The staple is struck while the staple remains in a u shape. Since it was not docked with the anvil, the part where the needle was struck was additionally excised, and a new device was used again to deal with it. (No patient effect) (it may have been activated at the timing when the tip of the sword was burned with an electric knife) uncertain information. The procedure was an open total gastrectomy. The device was used for the anastomosis between the esophagus and the jejunum. The device started firing before the anvil was attached to the trocar. Un unformed staple stuck the tissue by an unintended firing, so it was cut additionally. The anvil was placed as it was because the esophagus was too short to replace the anvil, and another device was used to complete the case. The intestinal tract was cut additionally. The procedure was not converted. The patient¿s condition is stable. The device started firing when the trocar was burned by an electric knife. Hospital name: (B)(6). What type of return electrode (s) were used? (Competitor) valllab rem polyhesive adult patient return electrode e7507. Where was the return electrode (s) placed on the patient? Right femur. What type of rf tip was used? Tip(competitor)edge insulated blade electrode4 or ~2.75 e1455-4 or e1455 (competitor)edge button switch pencil e2450h. How far away was the generator? 1.5m. What brand of generator? Ft10. What power levels? Power level 40. Was the activation identified when using cut or coag settings? Coag. Was any type of lubricant placed on the trocar tip, if yes what type? No. Additional information received: roux-en-y procedure, open surgery, used a manual suture for purse string. Total gastrectomy for cancer, no chemo or radiation. Unintended activation of device occurred in small intestine. Surgeon typically uses an ¿electric knife¿ when trocar is extended. How surgery completed after device fired on its own? Staples were stuck in small intestine. Cut out that part and used new part of small intestine to create anastomosis. Tissue may have been touching metal shaft a little bit about 5cm on shaft device was up in the air, not touching other part of patient, just small intestine. Assistant was holding device to extend trocar, surgeon doing monopolar. Stated that assistant was not touching patient. (B)(6) surgeon questions ¿ medical team: what was the patient¿s bmi? Did not ask. Open or laparoscopic case? Open. Robotic or non-robotic case? Non-robotic. What is the tissue preparation procedure? Any specific solutions used? No. Was any type of lubrication used? If yes what type? Where/how was it placed? No medium used. Event description mentions ¿target tissue was cut additionally¿, what exactly was cut? Was additional tissue removed from the esophagus or jejunum? Additional tissue was cut when staples were dumped, no tissue damage alleged. Are there any known differences in this procedure or technique in japan compared to rest of the world? Not at this time. (B)(6) surgeon questions ¿ engineering or medical team: what type of monopolar generator was used? Ft10, 1.5 m away. How many generators were connected to the patient? 1. What type of return pad was used? (Ex: sticky pad or mega soft pad). Vallylab rem polyhesive adult patient return electrode, e7507. What generator settings were used? (Ex: cut vs. Coag and power level) - power level 40, coag. What type of electrode probe was used? Tip (competitor), edge instulated blade electrode4 or ~2.75, e1455-4 or e1455 competitor, edge button switch pencil e2450h. How many monopolar devices were used? 1. If multiple, were any energized at the same time? N/a. How many return pads were used and what was their placement? Right femur (top of leg). What was the device placement when unintended firing situation occurred? Above patient. What was the or room environment (ex: other devices, physical touch with patient)? Open procedure, 1 generator, return pad on right femur. Assistant held device, surgeon had monopolar probe. Was the device in contact or near a return pad? No. Was the device handle in contact with patient? No. Was the device over the table or off the table because of the patient position? No, device was above patient. Was the metal shaft of the device in direct contact with the patient¿s colon? Yes, approximately 5cm was covering metal shaft. Was any medium used that could insulate the device from the patient (pressurized air, lubrication, etc)? No. Are there any aids used during the procedure to keep the rectum open or facilitate device insertion? No. Was the person firing the device in contact with the patient or a return electrode when the unintended activation occurred? No, assistant holding device was not contacting patient. Was there any drape usage in close proximity to the return pad placement? A cover from the top was used.

Event description:
It was reported that during a total gastrectomy, the device was fired spontaneously when the trocar was being extended. The deployed staples were unformed. The target tissue was cut additionally, and another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.